Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair info is not available.

Event description:
The fe reported the system failed to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.